Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
It was reported that the ventilator was failing touch screen calibration. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.